Event description:
It was reported that the device became damaged. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 31mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the laa, but the physician could not position the device. The closure device was recaptured, and it was noted that the distal tricuspid leaflet of the wds was damaged. The physician replaced the wds with a new wds and the procedure was completed successfully with the closure device implanted in the laa of the patient. The patient did not experience any complications as a result of this event.

Manufacturer narrative:
Device analysis: the returned device consisted of a watchman flx delivery system with the implant in the sheath. Allegation of tip damage. Inspection revealed numerous kinks in the sheath. Examination under the microscope found the tri-cuts were flared and there were abrasions within the sheath tip. The distal marker band was kinked. Product analysis confirmed the reported event as the tip was damaged.

Event description:
It was reported that the device became damaged. A left atrial appendage (laa) closure procedure was being performed. A watchman access system (was) and a 31mm watchman flx laa closure device & delivery system (wds) were selected to be used. The physician positioned the was in the laa of the patient and then inserted the wds. The closure device was deployed in the laa, but the physician could not position the device. The closure device was recaptured, and it was noted that the distal tricuspid leaflet of the wds was damaged. The physician replaced the wds with a new wds and the procedure was completed successfully with the closure device implanted in the laa of the patient. The patient did not experience any complications as a result of this event.